Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown unknown head lot #: unknown, item #: unknown unknown liner lot #: unknown, item #: unknown unknown cup lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that dr (B)(6) while performing a total hip replacement, prepared the femoral canal for a 15 lm ext fmmc with reamers and broaches. The stem was opened and he began to insert it into the canal. It became tight early on, so it was backed out to confirm it was the correct sized stem. After confirming it was the correct size, he put it back into the canal and began to impact it again. Just before being fully seated, the proximal femur fractured. The femur was cabled and the surgery was completed. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.